Event description:
First visit to dr's office today. From graphs of previous impedences at another pacemaker clinic, it measured approx 630 ohms post implant. Impedences started a decline at 60 mos and have steadily fallen to 380 ohms unipolar. Bipolar sensing poor. Will electively replace lead before failure for insulation failure.